Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a procedure, a wireless tracker on the imaging system could not be seen by multiple medtronic navigation systems. It was reported that imaging system and viewing station of the imaging system were restarted to restore functionality. It was reported that the right side trackers were suspected to be the non-visible ones. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient demographics provided. There was a reported delay to the procedure of ten minutes due to this issue. There was no impact on patient outcome. The reported issue occurred in a posterior spinal fusion.

Manufacturer narrative:
Correction: UDI and manufacture date updated to proper value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.